Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4), for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's battery was defective. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).